Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was stuck in prime loop. The customer's blood glucose level was 181mg/dl. The customer states insulin was squirting out. Troubleshoot was conducted. The customer did not have extra infusion set to switch and test device. The customer was advised to call back at a later time in order to complete troubleshoot.